Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified mid left anterior descending artery (lad). The lesion was ablated and was then predilated with an unspecified 2.0mm balloon. A 3.00x16mm taxus liberte stent was then advanced to the lad but was unable to cross the lesion. The physician attempted to remove the device from the patient and while pulling back the stent dislodged inside of the y-connector, outside of the patient. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as 'good'.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified mid left anterior descending artery (lad). The lesion was ablated and was then predilated with an unspecified 2.0mm balloon. A 3.00x16mm taxus liberte stent was then advanced to the lad but was unable to cross the lesion. The physician attempted to remove the device from the patient and while pulling back the stent dislodged inside of the y-connector, outside of the patient. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as 'good'.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a taxus liberte monorail (mr) stent delivery system (sds) and a detached, damaged stent. The sds was visually and tactilely examined along the entire length and the only irregularity found was minor damage to the distal tip. Stent impressions were visible on the loosely folded balloon between the markerbands, indicating the stent implant was appropriately positioned and secured to the balloon in manufacturing. The stent struts were bent and stretched throughout the length of the stent. The returned device was consistent with the reported event but there was no evidence of any material or manufacturing deficiencies that could have contributed to the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).